Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had a broken haptic on a preloaded intraocular lens (iol). The lens was implanted then removed and replaced with a backup lens. Through follow up we learned that the iol was implanted into the patient's right eye and then removed and replaced with an iol of the same model and diopter. The lens was discarded in surgery as the removal process left the iol in small pieces. There were no interventions outside the normal standard of care required. The patient is well with no further issues. No further information is available at this time.